Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, during the almost 2 month recovery from the revision surgery the patient had constant and intense pains which he used medication. (B)(6) 2019 the patient developed a urinary tract infection, which resulted in terrible pain. This was treated with a strong antibiotic which the patient took for "2% of weeks" as the symptoms did not subside. The device remains implanted.

Event description:
As reported to coloplast though not verified, this was treated with a strong antibiotic which the patient took for "2 1/2 of weeks" as the symptoms did not subside.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.